Manufacturer narrative:
Initial reporter addr 1:(B)(6). Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the verbatim, the probable root cause for leakage could be due to valve issue. CAPA#(B)(4) was initiated to address the issue. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Complaint will be reopened when sample is returned.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: cannula inserted and flushed 30 minutes prior to examination, no issues noticed at this point. Patient then brought in for MRI scan, cannula (with bd smartsite attached) connected to mr pressure injector system for contrast injection during examination. Injection started remotely from scanning room, patient signaled something was wrong so the injection was stopped. Injection appeared to have leaked out the side of the cannula. Patient was detached from injector system and cannula was flushed by hand. Same leak was noticed on right side of cannula (right side when viewed from above with needle facing forward). Unable to determine the point of the leak, possibly seemed to be coming from the port on top of the cannula. Cannula was removed and the patient was re-cannulated with a cannula from a different batch to continue with examination. Once removed, the faulty cannula was examined to see if there was any visible damage, nothing of note was seen. No issues seen with other cannulas from the same batch. Details of injury (to patient, carer or healthcare professional): -no injury to patient from defective cannula, although the patient did need to be cannulated a second time.